Event description:
It was reported that there had been more tendency for the right implantable neurostimulator (ins) to flip. Therapy and electrode impedances were tested on the date of this report and everything came back great on both. It was noted that the healthcare professional had not anticipated anything wrong with the right ins. It was further noted that they thought this had been going on since implant but they were not sure. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3387-40, lot# j0228194v, implanted: (B)(6) 2003, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3387-40, lot# j0236922v, implanted: (B)(6) 2003, product type: lead. (B)(4).